Event description:
The user facility in (B)(6) reported the cutter worked correctly during trial connection. They started with a low cutter speed; however when geared up to high speed the cutter function was not working properly. During surgery the cutter failed to provide adequate cutting action, but aspiration continued. There was no impact to the pt reported.

Manufacturer narrative:
Eval completed. A 23ga cutter was returned in one bl5623 pouch from lot u9381. The tip protector was not returned. The needle is slightly bent. The port window is in the opened position. There is dried solution in the aspiration line. The back cap is aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle is not entering the port window when set at 5000 c.p.m. The cutter did aspirate as required but would not cut at 5000 c.p.m. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2.